Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue of broken power switch was confirmed. Device inspection and evaluation found broken power switch and missing protective cover. Furthermore, the following finding during device evaluation were noted : top cover rusted; inside bottom chassis rusted. Found (4) four suction rubber foot at the bottom with weak suction force. Connector port rusted; joint unit worn out. Air pump measured out of range. Dirty air tubing. Fan is running normal and the rest of functional tests found normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device has a broken power switch. The issue found during reprocessing. There is no patient involvement on this event reported. No user injury reported. Device evaluation found broken switch and missing protective cover (switch electrodes/harness and so on is exposed).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record could not be performed. And no manufacturing date was available, since the device was manufactured over 15 years ago. Based on the results of the investigation, it is likely that the reported phenomenon occurred, because the power switch was damaged, or the tube became dirty, due to use. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.